Event description:
It was reported that this device is suspected of exhibiting premature battery depletion behavior. No intervention has been taken at this time and there were no adverse patient effects reported. At this time, the patient will continue with normal follow up visits.

Event description:
It was reported that this device is suspected of exhibiting premature battery depletion behavior. No intervention has been taken at this time and there was no adverse patient effects reported. At this time, the patient will continue with normal follow up visits. Additional information was provided which indicated that this device was explanted and replaced. No additional adverse patient effects were reported. This device is anticipated to be returned.